Event description:
It was reported that during an a-fib procedure, the customer experienced some difficulty inserting the lasso nav catheter. More information at a later date stated that the patient was bleeding from her lungs resulting in the case being terminated (the patient had hemoptysis in the endotracheal tube, cause is unknown at this point). The procedure was aborted and patient was stable. The additional information provided by the physician and the team stated that as the lasso catheter went through the guiding sheath that was in the left atrium, was in an unseen "anatomy" or a "flap" within the left atrium / left superior vein when the lasso was advanced. They surmised that it was the action of advancing the lasso through the sheath that may have resulted in a perforation or a tear in the left superior vein region into the patient's left bronchial area. The patient had fully recovered and left the hospital without complication. The patient was under general anesthesia for approximately 2.5 hours and transseptal puncture had been performed prior to the case being cancelled. The physician does not consider cancelling the procedure posed a risk for this particular patient.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Coolflow tubing set (device was discarded by the customer/ not returned for investigation): model #: d-1233-01-s, serial #: unknown. Ez steer ds bi-directional navigational diagnostic/ ablation deflectable tip catheter (device was discarded by the customer/ not returned for investigation): model #: d-1292-05-s, lot #.: 15438479l. C3 interface cable - diagnostic (device was discarded by the customer/ not returned for investigation): model #: d-1286-01-s, lot #.: unknown. C3 interface cable - diagnostic (reused: device was discarded by the customer/ not returned for investigation): model #: d-1297-03-s, lot #.: unknown. Non-navigational cables (reused: device was discarded by the customer/ not returned for investigation): model #: unknown, lot #.: unknown. Soundstar 3d 10f-90 catheter (device was discarded by the customer/ not returned for investigation): model #: m-5723-05, lot #.: s1062334. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the customer experienced some difficulty inserting the lasso nav catheter. More information at a later date stated that the patient was bleeding from her lungs resulting in the case being terminated (the patient had hemoptysis in the endotracheal tube, cause is unknown at this point). The procedure was aborted and patient was stable. The additional information provided by the physician and the team stated that as the lasso catheter went through the guiding sheath that was in the left atrium, was in an unseen "anatomy" or a "flap" within the left atrium / left superior vein when the lasso was advanced. They surmised that it was the action of advancing the lasso through the sheath that may have resulted in a perforation or a tear in the left superior vein region into the patient's left bronchial area. Upon receipt of the catheter involved, the catheter was visually inspected and was found in normal conditions. Then the catheter was tested and it passed the outer diameters measurement, electrical and deflection tests per specifications however failed the contraction test. Further investigation, revealed that the electrical lead wires were wrapped around the braided cover of the nitinol loop causing the contraction failure. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported deflection condition could not be confirmed, however, during testing, a lasso loop contraction malfunction was identified. The customer stated that the complications were unrelated to the catheters used during the procedure.